Event description:
It was reported that this pacemaker exhibited far field oversensing. Reprogramming options were discussed by boston scientific technical services (ts) and the field representative stated that these changes have been performed. No adverse patient effects were reported. At this time, this device remains in service.